Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there were high thresholds in multiple positions of the right ventricular (rv) lead. The lead was not implanted, and a replacement lead was used. No patient complications have been reported as a result of this event.